Event description:
The lens was found to be flipped upside down after it was implanted. The dr enlarged the incision, to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2008-00003 for the intraocular lens used with this device.